Manufacturer narrative:
The system was inspected by a ge rep who identified that the power supply needed to be repaired. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported, the 9600 system was unable to produce images due to a power supply failure. No pt injury was reported.